Event description:
Patient's legal counsel provided information in the form of operative notes indicating that patient underwent total hip arthroplasty on (B)(6), 2006. Operative notes indicate that revision procedure was performed on (B)(6), 2010 due to metalosis and lack of bone ingrowth into the acetabular cup. The acetabular cup, modular head and taper insert were removed and replaced. No further information has been provided to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "material sensitivity reactions." "Loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." The user facility was notified of the event. Should the user facility submit a medwatch report or additional information, biomet will forward a supplemental report to the FDA. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2012-00570).